Event description:
It was reported that the patient presented in clinic for post operation follow-up. Device interrogation revealed that the patient's right atrial (ra) lead exhibited failure to sense and failure to capture. A chest x-ray was performed and revealed that the ra lead was dislodged. The ra lead was successfully repositioned on (B)(6) 2025. Patient was stable.